Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she did not hear cgm's alerts while napping. When patient did not regain consciousness, patient's son called paramedics and paramedics treated patient with glucagon. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient was feeling better.